Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported air/water channel cleaning adapter not being used during bedside cleaning issue could not be determined, however, the issue was likely the due to a difference in understanding of equipment handling and reprocessing procedures between olympus' recommendations and the facility in question. An olympus endoscopy support specialist (ess) provided training to the facility staff regarding reprocessing training including pre-cleaning, leak testing with the alt-pro, and manual cleaning according to the olympus reprocessing manual. The event may be prevented by following the instructions for use section below: -instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the colonovideoscope was incorrectly reprocessed. The issue occurred during reprocessing. No patient infections or injuries reported.

Manufacturer narrative:
A reprocessing in-service was completed by an olympus endoscopic support specialist (ess) on (B)(6), 2023 to review reprocessing steps. During the in-service, the es observed the customer not using the air/water cleaning adapter during beside cleaning. The customer retrieved the cleaning adapter and the ess reviewed the proper cleaning steps during bedside cleaning. The reprocessing steps involved leak testing with an alt-pro, aspiration and flushing performed in an evotech automatic endoscope reprocessor (aer), and high level disinfection including rinsing and alcohol flush in the evotech aer. The scope was not sterilized. The ess provided the customer with reprocessing training materials for their reference. This event is under investigation. A supplemental report will be submitted upon receiving additional information.